Event description:
It was reported that this right ventricular (rv) lead exhibited gradual impedance rise high out of range and high capture threshold measurements. Technical services (ts) was consulted and explained the suspected cause was calcification and recommended device evaluation. Patient is dependent. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual impedance rise high out of range and high capture threshold measurements. Technical services (ts) was consulted and explained the suspected cause was calcification and recommended device evaluation. Patient is dependent. The lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual impedance rise high out of range and high capture threshold measurements. Technical services (ts) was consulted and explained the suspected cause was calcification and recommended device evaluation. Patient is dependent. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes.